Manufacturer narrative:
The explanted devices were not returned to bsn as their location is unk. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was rec'd that the pt was explanted. No additional information is available and the physician wasn't aware of the pt's explanted procedure.